Manufacturer narrative:
The affected spring arm was investigated at trumpf medical. No objective evidence for a manufacturing or design issue was identified. The light system was inspected per field action with FDA #z-563-2016. However, the most likely root cause was evaluated as an installation failure of the snap ring. Several tests have been performed at trumpf medical and ondal medical which confirms that a correctly installed snap ring will not dislodge.

Manufacturer narrative:
The service technician replaced the spring arm and the light is functioning as designed. The investigation is ongoing.

Event description:
Between two surgical cases, a spring arm with a trulight 5510 light head detached from the central axis and fell. No patient or caregiver injury was reported.